Event description:
A dir of nurses reported that approx three years following an intraocular lens (iol) implant procedure, a pt is experiencing dysphotopsia, visual difficulties, and glare. A limbal relaxing incision was needed approx four months following the procedure, and a yag laser was performed approx six months following the implant. The lens was exchanged and the event resolved.

Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. (B)(4).